Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 occurred. When the customer loaded a new cartridge with 300 units of cold insulin, a minimum fill message occurred. The customer's blood glucose level was 585 mg/dl with moderate ketones and it was addressed with a manual injection. It was confirmed that the customer had a backup method of insulin delivery available.